Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/bleeding') in a 37-year-old female patient who had essure (batch no. 975392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle operation, breast biopsy ((right breast) 2012), infertility, migraine headache, dysmenorrhea and ankle operation. Essure confirmation test conducted on 2013. Results: total bilateral occlusion. Previously administered products included for an unreported indication: mirena until (B)(6) 2012. Past adverse reactions to the above products included menorrhagia with mirena. Concurrent conditions included fibrocystic breast disease, constipation, endometriosis and ankle arthroplasty. Concomitant products included caffeine;paracetamol (excedrin), multivitamins, combinations and oenothera biennis oil (primrose). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: unbalanced") and experienced abdominal pain lower ("pain cramping/ constant cramping") and uterine pain ("pain in uterus worse during menstruation cycle/ uterus pain"). On (B)(6) 2013, the patient experienced pelvic pain ("pain/pelvic pain/severe pain/essure causing pain/pain gradually increased in fequency and severity"), 3 months 21 days after insertion of essure. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and dry skin ("dry patches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting/spotting unrelated to menstrual cycle"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy menstrual bleeding with large passing clots") and vulvovaginal dryness ("vaginal dryness/hormonal changes describe: vaginal dryness"). On (B)(6) 2013, the patient experienced back pain ("back pain/lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2014, the patient experienced mood altered ("mood changes/mood swings"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced gingival bleeding ("bleeding gums"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"), pollakiuria ("frequent urination") and dysuria ("burning during urination"). In august 2016, the patient experienced weight fluctuation ("weight gain/ loss(specify which one) following essure implantation,gained weight.wasn't able to lose wright until 2016,when without trying,lost about 40lbs/before essure weight stayed steady.following essure,experienced increases and decreases unlike"). In (B)(6) 2017, the patient experienced rash pruritic ("rashes/ getting rashes on thighs/recurring rash dryspot, dry, red and itchy rash patches on thigh") and nausea ("nausea"). On an unknown date, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced fibrocystic breast disease ("has had fibrocystic breast disease since before essure was implanted. Prior to essure it felt like little pin prick. Following essure, it turned into a sharp pain") with breast pain, scar ("lots of scarring") and menstruation irregular ("heavy menstrual irregular cycle with large passing clots"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy - tubal reimplantation, exploratory laparotomy.). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hormone level abnormal, bladder disorder, urinary tract disorder, nausea, allergy to metals, dry skin, weight decreased, uterine pain, weight fluctuation, fibrocystic breast disease, scar, vulvovaginal dryness, pollakiuria and dysuria outcome was unknown, the urinary tract infection, depression and mood altered was resolving and the female sexual dysfunction, rash pruritic, migraine, gingival bleeding, dyspareunia, pelvic pain, fatigue, abdominal pain lower, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and menstruation irregular had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fibrocystic breast disease, genital haemorrhage, gingival bleeding, hormone level abnormal, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, pollakiuria, rash pruritic, scar, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal dryness, weight decreased and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in insertion date : (B)(6) 2013, (B)(6) 2012 current weight 164lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Ultrasound pelvis - on (B)(6) -2016: unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, bleeding, breast pain, dyspareunia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Outcome of the events mood swings depression, vaginal bleeding, fatigue, rash pruritic were updated. Device legacy report number: (B)(4). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/ bleeding') in a female patient who had essure (batch no. 975392) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle operation, breast biopsy ((right breast) 2012) and infertility. Essure confirmation test conducted on 2013. Results: total bilateral occlusion. Concurrent conditions included fibrocystic breast disease, constipation, endometriosis and ankle operation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), abdominal pain lower ("pain cramping/ constant cramping") and uterine pain ("pain in uterus worse during menstruation cycle/ uterus pain") and was found to have hormone level abnormal ("hormonal changes describe: unbalanced"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes/ getting rashes on thighs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and dry skin ("dry patches"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced gingival bleeding ("dental problems/ dental problems bleeding gums"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain/ loss (specify which one) following essure implantation, gained weight. Wasn't able to lose wright until 2016, when without trying, lost about 40lbs/before essure weight stayed steady. Following essure,experienced increases and decreases unlike"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain/ severe pain/ essure causing pain"), back pain ("back pain"), fibrocystic breast disease ("has had fibrocystic breast disease since before essure was implanted. Prior to essure it felt like little pin prick. Following essure, it turned into a sharp pain") with breast pain, dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and scar ("lots of scarring") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy - tubal reimplantation, exploratory laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hormone level abnormal, urinary tract infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, dry skin, dyspareunia, fatigue, weight decreased, uterine pain, weight fluctuation, fibrocystic breast disease, dysmenorrhoea, vaginal haemorrhage, menorrhagia and scar outcome was unknown, the headache, gingival bleeding, abdominal pain lower and back pain had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibrocystic breast disease, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, scar, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013, (B)(6) 2012. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound pelvis - on (B)(6) 2016: unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, bleeding, breast pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-may-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Event ¿ injury¿ was replaced with other events from the pfs. Events added- hormone level abnormal, genital haemorrhage, urinary tract infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, headache, migraine, nausea, gingival bleeding, allergy to metals, dyspareunia, pelvic pain, fatigue, weight decreased, dry skin, abdominal pain lower, uterine pain, weight fluctuation, back pain, breast pain, fibrocystic breast disease, dysmenorrhea, vaginal haemorrhage, menorrhagia, vaginal haemorrhage, scar. Outcome of events ¿abdominal pain lower, gingival bleeding, headache, back pain¿ updated to ¿recovered / resolved¿. Outcome of events ¿pelvic pain¿ updated to ¿recovering / resolving¿. Severity of events ¿uterine pain, pelvic pain¿ updated. Event onset dates updated. Explant date added. Treatment and concomitant products added. Patient¿s medical history and lab details added. Reporter information, patient details, product indication updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/ bleeding') in a female patient who had essure (batch no. 975392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle operation, breast biopsy ((right breast) 2012) and infertility. Essure confirmation test conducted on 2013. Results: total bilateral occlusion. Concurrent conditions included fibrocystic breast disease, constipation, endometriosis and ankle arthroplasty. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), abdominal pain lower ("pain cramping/ constant cramping") and uterine pain ("pain in uterus worse during menstruation cycle/ uterus pain") and was found to have hormone level abnormal ("hormonal changes describe: unbalanced"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes/ getting rashes on thighs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and dry skin ("dry patches"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced gingival bleeding ("dental problems/ dental problems bleeding gums"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain/ loss(specify which one) following essure implantation,gained weight.wasn't able to lose wright until 2016,when without trying,lost about 40lbs/before essure weight stayed steady.following essure,experienced increases and decreases unlike"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain/ severe pain/ essure causing pain"), back pain ("back pain"), fibrocystic breast disease ("has had fibrocystic breast disease since before essure was implanted. Prior to essure it felt like little pin prick. Following essure, it turned into a sharp pain") with breast pain, dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and scar ("lots of scarring") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy - tubal reimplantation, exploratory laparotomy.). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hormone level abnormal, urinary tract infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, dry skin, dyspareunia, fatigue, weight decreased, uterine pain, weight fluctuation, fibrocystic breast disease, dysmenorrhoea, vaginal haemorrhage, menorrhagia and scar outcome was unknown, the headache, gingival bleeding, abdominal pain lower and back pain had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibrocystic breast disease, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, scar, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2013, (B)(6) 2012 current weight 164lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.2 kgs. Ultrasound pelvis - on (B)(6) 2016: unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, bleeding, breast pain, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/bleeding') in a 37-year-old female patient who had essure (batch no. 975392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle operation, breast biopsy ((right breast) 2012), infertility, migraine headache and dysmenorrhea. Essure confirmation test conducted on 2013. Results: total bilateral occlusion. Previously administered products included for an unreported indication: mirena until (B)(6) 2012. Past adverse reactions to the above products included menorrhagia with mirena. Concurrent conditions included fibrocystic breast disease, constipation, endometriosis and ankle arthroplasty. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: unbalanced") and experienced urinary tract infection ("uti (urinary tract infection)"), abdominal pain lower ("pain cramping/ constant cramping") and uterine pain ("pain in uterus worse during menstruation cycle/ uterus pain"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In april 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), rash pruritic ("rashes/ getting rashes on thighs/recurring rash dysport, dry, red and itchy rash patches on thigh"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and dry skin ("dry patches"). On (B)(6) 2013, the patient experienced vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2013, the patient experienced pelvic pain ("pain/pelvic pain/severe pain/essure causing pain/pain gradually increased in fequency and severity"), back pain ("back pain/lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal spotting/spotting unrelated to menstrual cycle"). In july 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2014, the patient experienced mood altered ("mood changes/mood swings"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("paramenia (inability to have sexual intercourse)") and fatigue ("fatigue"). In march 2016, the patient experienced gingival bleeding ("bleeding gums"). On (B)(6) 2016, the patient experienced pollakiuria ("frequent urination") and dysuria ("burning during urination"). In august 2016, the patient experienced weight fluctuation ("weight gain/ loss(specify which one) following essure implantation,gained weight. Wasn't able to lose wright until 2016,when without trying,lost about 40lbs/before essure weight stayed steady. Following essure,experienced increases and decreases unlike"). In january 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced fibrocystic breast disease ("has had fibrocystic breast disease since before essure was implanted. Prior to essure it felt like little pin prick. Following essure, it turned into a sharp pain") with breast pain, menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), scar ("lots of scarring") and menstruation irregular ("heavy menstrual irregular cycle with large passing clots"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy - tubal reimplantation, exploratory laparotomy.). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, hormone level abnormal, urinary tract infection, depression, rash pruritic, bladder disorder, urinary tract disorder, nausea, allergy to metals, dry skin, fatigue, weight decreased, uterine pain, weight fluctuation, fibrocystic breast disease, vaginal haemorrhage, scar, mood altered, vulvovaginal dryness, pollakiuria and dysuria outcome was unknown and the female sexual dysfunction, migraine, gingival bleeding, dyspareunia, pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia and menstruation irregular had resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fibrocystic breast disease, genital haemorrhage, gingival bleeding, hormone level abnormal, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain, pollakiuria, rash pruritic, scar, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vulvovaginal dryness, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2013, (B)(6) 2012 current weight 164lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.201 kgs. Ultrasound pelvis - on (B)(6) 2016: unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, bleeding, breast pain, dyspareunia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Following events¿ mood changes/mood swings, vaginal dryness, frequent urination, heavy menstrual irregular cycle with large passing clots and burning during urination¿ were added. Reporter information and medical history was added. The outcome of the events¿ dysmenorrhea, heavy menstrual irregular cycle, pelvic pain, lower back pain, dyspareunia, paramenia and migraine/headaches¿ were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.